Event description:
Pt was in clinic for chemo on (B)(6) 2017. Patient noticed the needle used for infusion of chemotherapy was dislodged. Came back to the clinic the following day and port was re-accessed and infusion restarted. Had a small amount of irritation on site. This event is one of 4 chemo leak events reported in 2 weeks time.